Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital with a high capture threshold on their right ventricular (rv) lead. The product was explanted and successfully replaced. There were no patient consequences.